Event description:
Boston scientific crm received information that this patient has had several falls. However, they do not know if they are system related. Previously, there was intermittent telemetry noise observed with some stored ventricular tachycardia (vt) episodes with inhibition of pacing that did not last more than two seconds. The patient is not pacemaker dependent so the issues did not result in any patient symptoms. Daily measurements had previously been turned off due to possible stimulation in the past. The daily measurements that were previously stored were normal. The caller stated he was able to reproduce the noise when moving the device header. Impedance and sensing measurements remain stable. Additionally, the caller was asking what is configurable about egm storage as the doctor wants to get a different view.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant stated that there is not much that can be done unless the physician wants to decrease sensitivity which might result in possible undersensing. Additionally, a lead revision could be performed. The caller will communicate the discussion to this patient's physician. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.